Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having bkp for primary osteoporosis. It was reported that 4 ml of balloon was inflated in l2 fresh fracture. The physician instructed to insert a somewhat loose cement to attach the center, as this type does not leak from the cement. Cement was refilled for about 10 minutes after starting the cement mixture. Cement on the blood vessel (physician says vein) was observed in the image during the 3rd bfd refill on the left. As such, the left refill was discontinued at 4 cc, and the right refill was only 4.5 cc. Cement remains in patient. No further information available. Additional information received from manufacturer representative that when checked with doctor that there was cement on the blood vessels, so we think it's leaking into patient's body. However, it was not confirmed in the postoperative CT and MRI scans, so it may not be accurate.